Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced at power up. The cause was found to be a failed rear case. The rear case was replaced. Additional information: date received by MFR. Type of reports. If follow-up, what type? Device evaluated by MFR? (B)(4). Remedial action.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.